Event description:
We received an allegation of questionable ise results for 1 patient's plasma sample tested on a cobas 6000 c501 analyzer. Results for the following tests were affected: sodium (na), potassium (k), and chloride (cl). Na: initial result: 160 mmol/l. Repeat result: 140 mmol/l. K: initial result: 4.76 mmol/l. Repeat result: 4.07 mmol/l. Cl: initial result: 89.7 mmol/l. Repeat result: 104.7 mmol/l. Ise noise occurred after testing this sample. The sample was then repeated. The repeat results were deemed to be correct. Allegedly, an amended report with the correct results was issued.

Manufacturer narrative:
The na electrode lot number was l85 with an expiration date of 03-jun-2024. The k electrode lot number was v49 with an expiration date of 08-jun-2024. The cl electrode lot number was h84 with an expiration date of 07-may-2024. Qc recovery was acceptable. The field service engineer (fse) indicated that the pinch valve was not working. He replaced the pinch valve. The fse found a missing o-ring in one acrylic block and a protruding o-ring on another acrylic block. He replaced the ise probe and the missing o-ring, flushed and re-conditioned the flow path. The fse performed ise checks and they were successful without alarms. Qc was performed and it was successful. The cause of the event was due to a missing o-ring in one acrylic block and a protruding o-ring on another acrylic block. The service actions done by the fse resolved the issue. No further issues were reported afterward.